Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they are not having a return of fecal incontinence, but having urinary retention. They kept thinking they had an infection, but it was just bladder pain because their bladder was full. They had to press and pull to get urine out. They kept having to increase stimulation, three times over the past two days. No device issue alleged / identified. No further patient symptoms or complications were reported.